Event description:
It was reported that the drill stopped turning the attachment and became hot in the doctor's hand. The estimated time was "less than a minute or so." There was no impact to the patient or surgeon.

Manufacturer narrative:
(B)(4). Product evaluation: evaluation of device temperatures could not be performed; the handpiece would not work upon arrival. Could not verify that the handpiece overheated. Disassembled housing and found the seals were worn and bearings, motor and housing were corroded due to dried saline. Replaced the seal, bearings, housing, motor cable assembly. The item was tested and passed to manufacturing specifications.